Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. The battery was missing. The top case was cracked on the right corner, the bottom case gasket was damaged and both plunger cases were cracked. Contamination was noted around the gasket and tubing guides. The reported issue was confirmed. The root cause of the reported issue was found to be user fluid ingression on the power supply printed circuit board (pcb). Initial reporter is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the infusion pump will not turn on at all and there is fluid noted around the power supply. No patient injury was reported.